Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered stress pelvic pain, urinary incontinence, bowel problems, straining to have a bowel movement, and painful sexual intercourses. No further info has been provided.